Manufacturer narrative:
Sample device was indicated as available for return. However, as of the date of this report it has not yet been returned despite three good faith requests. Without any evidence, argon cannot confirm the complaint. If additional information is provided, a follow-up report will be provided.

Event description:
The filter got away and migrated to the heart. Multiple attempts were made to snare the device with several doctors attempting retrieval, but the patient was eventually moved into surgery for recovery of the filter.